Manufacturer narrative:
Investigation ¿ evaluation a law firm reported an incident involving nester platinum embolization coils. On or around (B)(6) 2017, a patient had a varicocele embolization procedure of the bilateral gonadal veins and renal veins. During the procedure, the patient had ten nester embolization coils implanted. Shortly, after the procedure, the patient experienced multiple health issues including fatigue, muscle pain, joint pain, weakness, brain fog, depression, anxiety, ptsd, heart palpitations, shortness of breath, prolapsing bladder, headache and nutcracker phenomenon of renal vein. On or around (B)(6) 2019, the patient had the coils removed due to chronic pelvic and abdominal pain. After the coils were removed, the patient began to feel relief. The patient had a pre-existing condition of pelvic congestion syndrome. Possible lot numbers were provided; however, none of them matched cook lot numbers, so the lot numbers remain unknown. A review of the instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Due to this, no dimensional, visual, or functional verifications could be completed. There is no evidence that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify potentially related failure modes prior to distribution. A review of the device history record (DHR) could not be completed due to lack of lot information. However, cook was informed of facilities involved in the case. It is unknown which facility or if these facilities are where the coils were implanted. A global sales shipment report was conducted from (B)(6) 2012 through (B)(6) 2017 for the reported rpn. Cook was unable to narrow down the lot this complaint pertains to. There is no evidence suggesting nonconforming product exists in house or in the field. The product labeling was reviewed. The product IFU provides the following information to the user related to the reported failure mode: device description: "nester embolization coils are made of platinum with spaced synthetic fibers, and are supplied preloaded in a loading cartridge. They are designed to be delivered to the target vessel using a soft, straight wire guide through a standard angiographic catheter." Warnings: "positioning of the embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstruction a normal and essential arterial channel." Instructions for use: "perform a final angiogram to confirm the coil position within the target vessel." How supplied: "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." A review of the design history file (dhf) showed that biocompatibility testing of nester coils has been completed as described in iso standards. A definitive conclusion could not be determined as to why the patient experienced an adverse physiological response. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. Based on the information provided, no returned product, and the results of the investigation, the investigation conclusion for this complaint is cause traced to the patient for an adverse physiological response. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Date of event: unknown. Reporter occupation - attorney. Initial reporter also sent report to FDA: unknown (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that on or about (B)(6) 2017, a (B)(6) year old female patient had a varicocele embolization procedure of the bilateral gonadal veins and renal veins. During the procedure, the patient had ten (10) nester embolization coils implanted (mwce-35-14-14-nester, quantity 3; mwce-35-14-16-nester, quantity 4; mwce-35-14-8-nester, quantity 3) it is alleged that shortly after the procedure, the patient experienced a litany of health issues, including: fatigue, muscle pain, joint pain and weakness, brain fog, depression, anxiety & ptsd, heart palpitations, shortness of breath, prolapsing bladder, headache, and nutcracker phenomenon of renal vein." On or about (B)(6) 2019, the patient had the coils removed due chronic pelvic and abdominal pain. After the coils were removed, the patient began to feel relief. No other adverse effects were reported. Additional information is unavailable at this time. The nester coils with rpn: mwce-35-14-14-nester involved in this case are recorded under the medwatch report with patient identifier (B)(6). The nester coils with rpn: mwce-35-14-8-nester involved in this case are recorded under the medwatch report with patient identifier (B)(6).

Manufacturer narrative:
Correction: g5 ¿ PMA/510(k) #: pre-amendment. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received via medical records on 07jan2021: on (B)(6) 2017, the patient underwent sotradecol embolization of pelvic varicosities via the right gonadal vein with subsequent 8mm nester coil deployment (product quantity 3) as well as sotradecol embolization of pelvic varicosities via the left gonadal vein with subsequent 14mm nester coils (product quantity 3) and 16mm nester coils (product quantity 4) . Per the surgical report: "using standard micropuncture technique and 1% lidocaine for local anesthesia, access was gained into the patent right internal jugular vein...a guidewire was advanced into the right common femoral vein followed by placement of a 5fr sheath. An angled catheter was advanced to the right common femoral vein and a pelvic venogram was performed. Pressure measurements were made along the length of the right common femoral vein through the inferior vena cava demonstrating no gradient. The flow from the right common femoral vein through the inferior vena cava is patent with very minimal reflux into the right internal iliac vein. Flow is somewhat sluggish out of the inferior vena cava which is widely patent. The catheter was then advanced into the left common femoral vein and venogram performed with pressure measurements from the left common femoral vein through the inferior vena cava. Again, there is no pressure gradient although the flow is somewhat sluggish from the left common iliac vein through the inferior vena cava. The left common femoral vein through inferior vena cava is patent. There is contrast reflux slightly more significantly into the left internal iliac vein. Then, the catheter was withdrawn and was used to select the right renal vein which is known by CT to be the vessel which communicates with the right gonadal vein. Contrast was injected which demonstrates widely patent right renal vein and intrarenal branches. There is spontaneous reflux into the right gonadal vein which is small. Pressure measurements were made from the peripheral aspect of the right renal vein through the inferior vena cava which demonstrates no gradient. The right gonadal vein was then selected and contrast injected which demonstrates small branches which do reflux to the level of the pelvis. A mixture of 5ml of 3% foam sotradecol in a lml/5ml room air ratio was injected with balloon occlusion, filling the variceal network. Then, three 8mm nester coils were deployed in a coil pack at the level of the sacral ala. Contrast was injected which demonstrates stasis within the foamed and coiled branches and a very small branch filling of the gonadal vein. The catheter was then withdrawn and was used to select the left renal vein. Venogram was performed which shows spontaneous brisk reflux into a markedly dilated left gonadal vein with a tortuous collateral branch also draining the left renal vein. This injection was performed with the catheter just entering the level of the gonadal vein. With the sheath within the peripheral left renal vein, the renal vein fills again with spontaneous reflux into the gonadal vein. There is no stagnation of contrast and no pressure gradient from the peripheral renal vein through the inferior vena cava on the left. The angled catheter was advanced to the level of the pelvic varicosities at the pelvic inlet and a total of 16ml of the same foam mixture was injected under balloon occlusion with an 8mm balloon. Then, three 14mm nester coils and four 16mm nester coils were used to form a coil pack in the distal gonadal vein. Contrast injected central to this coil pack demonstrates resolution of the reflux. With the catheter pulled back into the renal vein, there is no longer reflux into the gonadal vein. The outflow from the kidney remains brisk. Finally, the catheter was advanced into the left internal iliac vein where a venogram was performed. This demonstrates a widely patent iliac vein with no demonstrable varicosities or collaterals filling. The sheath was then removed and manual pressure held at the puncture site until hemostasis was achieved. No complications.". On (B)(6) 2019, the patient presented for a left nephrectomy with auto transplantation as well as bilateral removal of her gonadal vein coils. Her preoperative diagnosis is listed as nutcracker syndrome. A bilateral gonadal vein resection and foreign body removal was conducted successfully along with left kidney auto transplant, placement of ureteral stent, and a kidney biopsy. The patient tolerated the procedure well and there were no apparent complications. The patient had a thoracic epidural placed for post-operative pain management prior to the auto transplant. On (B)(6) 2019, the patient had a post-operative follow up in which the physician notes the patient initially struggled with pain controlled as her epidural could not run due to hypotension. Once the blood pressure improved and epidural restarted, the patient "progressed well from a pain standpoint." Four days after the removal of coils and auto transplant, the epidural was removed and pca stopped. Since that time the patient reports having worsening pain control. Additionally, the patient reported feeling sweaty, weak, constipated, and nauseated.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.